Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had blood in the helium tubing. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "catheter had blood in it" issue. The fse found no blood and performed the normal check and the unit worked perfectly. The fse observed that the iabp nit was past due for its preventative maintenance (pm) and returned at a later date to complete pm service. The fse performed a full calibration, and tested the unit. The equipment works to manufacturer¿s specs, was cleared for clinical use, and was returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "catheter had blood in it" issue. The fse found no blood and performed the normal check and the unit worked perfectly. The fse observed that the iabp nit was past due for its preventative maintenance (pm) and returned at a later date to complete pm service. The fse performed a full calibration, and tested the unit. The equipment works to manufacturer¿s specs, was cleared for clinical use, and was returned to the customer.

Event description:
N/a.